Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. Although no problem was found with the device, it could not be determined when the needle deployed, and the cause of the reported failure could not be determined. The exposed portion of the soft cannula was found to be short. The soft cannula length was measured to be below specification. It could not be determined when or how the cannula was damaged.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.